Manufacturer narrative:
The technician isolated the issue to the right push handle. He replaced the push handle to repair the bed.

Event description:
Info received indicates the right push handle will drive the bed forward when it is pulled backwards and will reverse when pushed forward.